Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd vacutainer® flashback blood collection needle there was an issue with leakage. Upon withdrawing the needle, the nurse found a crack on the IV cannula. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd vacutainer flashback blood collection needle there was an issue with leakage. Upon withdrawing the needle, the nurse found a crack on the IV cannula. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: yes.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for a crack in the cannula with the incident lot was not observed. Additionally, evaluation of the customer samples under magnification was performed and a crack in the cannula was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer photos, the customer¿s indicated failure mode for cracked cannula with the incident lot was not observed. Additionally, evaluation of the customer samples was conducted and cracked cannula was observed. Based on the investigation, the most likely root cause was determined to be related to a cannula manufacturing issue. As a result, bd is reviewing specific areas in the manufacturing process where the cause of this issue may have originated. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported with the use of the bd vacutainer® flashback blood collection needle there was an issue with leakage. Upon withdrawing the needle, the nurse found a crack on the IV cannula. There was no report of injury or further medical intervention.